Event description:
Patient was found non-responsive at the start of this incident. The patient was intubated, had been given medications and was previously on narcotics. A lab sample was drawn at 9:46 am, spun down and read at 9:59 am and reported back to the floor at 11:19 am. The result was 12 mg/dl. At 11:25 am the patient was tested on inform system 2 and a result of 119 mg/dl was received. At 11:32 am the patient was tested on inform system 1 and a result of 108 mg/dl was received. At 11:40 am, the patient was treated with 1 amp of d50 based on the lab result of 12 mg/dl. At 12:06 pm, a second lab was drawn and resulted back at 13 mg/dl. At 12:40 pm, inform system 1 produced a result of 307 mg/dl. A third lab was drawn at 12:58 pm and resulted back at 172 mg/dl. The caller indicated the patient was monitored throughout the incident and has a saline drip. No further treatment was given. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. Reference medwatch with patient identifier (B)(6) for the inform system 1.